Manufacturer narrative:
Attempts to get repair information fron the customer yielded no response.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed o2 not available. No patient involvement reported.